Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had not used their system in 2 years and has not charged in over 1-2 years. It was reported that the patient had been hospitalized for 200 days since system was implanted. The rep offered to meet the patient to troubleshoot their device. The patient denied wanting to meet. The patient said they would call back or possibly call doctor for explant.

Event description:
Additional information was obtained. It was reported that the 200 days the patient was hospitalized was due to a surgery that had gone badly, which was not related to their device or therapy. It was also reported that the patient had trouble with their equipment before they were hospitalized, and could not tell if their device was helping their pain. They had only used their device for a few weeks because they were not sure how to use the device. While in the hospital for the 200 days they had not tried to figure out what was wrong with their implant, and it eventually stopped working. They also reported they had lost over 100 pounds and their pain had moved to a new area. They were scheduled to have an appointment with their doctor on (B)(6) 2017 to discuss their options with regards to their device.